Manufacturer narrative:
Return of product has been requested. Product not provided by the reporter, therefore unable to proceed with product investigation at this time. The reporter informed the company that the product could not be returned.

Event description:
Toothbrush heads came off during using it [device breakage]; no adverse event [no adverse event]. Case description: a female consumer, age unspecified, reported via phone on 07-nov-2016 that this year she has had "two lots" of oral-b flexisoft or precision clean brushheads come off during use. The last lot was purchased a few months ago, and she usually bought packs of 3. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush type 3709.